Manufacturer narrative:
Device evaluated by MFR: nc emerge mr, ous 3.00mm x 12mm was returned for analysis. A visual and tactile examination identified no kinks or damages. A visual, tactile and microscopic examination of the distal extrusion identified no damage. A visual examination of the balloon identified that blood was visible in the balloon, and a microscopic examination of the balloon material could not detect any tears in the balloon material. A microscopic examination of the proximal and distal markerbands identified no damages. A leakage test was also performed. Due to the blood that was visible in the balloon, the balloon was tested for leaks. Using a pretested an encore inflation unit (tested using the druck gauge) an attempt was made to inflate the balloon when a pinhole leak was observed. The pinhole was located approximately 2mm distal from the distal markerband.

Event description:
Reportable based on device analysis completed on 28-nov-2024. It was reported that balloon damaged were encountered. The target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 3.00 mm x 12 mm nc emerge balloon catheter was advanced for dilation. During the procedure, balloon damage was noted. There was no ivus image, and a total blackout occurred. The procedure was completed with a different device. No patient complications were reported. However, the returned device analysis revealed a balloon pinhole.